Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left side device rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: crease fold observed on the device. Black particle observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.